Event description:
The device was used during a thoracoscopic procedure. Reportedly, the instrument partially fired and the staples did not form properly. The surgeon was able to complete the procedure without any pt injury.